Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that the device tip had fractured off. There was significant deformation around the fracture and some deformation on the distal threads. Some debris was present between the threads. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of the polymer found that the storage protocols, material specifications, and material tests were appropriately documented. A clinical investigation concluded that the procedure change did not result in a significant delay or patient injury/impact. Per subsequent e-mail, the pieces of the broken screw were removed with a curettage and forceps. There was no patient harm reported or additional bone holes required; therefore, no further clinical assessment is warranted at this time. The complaint was confirmed. Factors that could have contributed to the reported event include off-axis insertion, excessive force or bending during use, or improper preparation of the insertion site. No containment or corrective actions are recommended at this time.

Event description:
It was reported that while inserting the screw in tibia, it suddenly broke. There was a delay shorter than 30 minutes and the problem was solved using a back up device and removing the pieces with a curette and forceps. No additional bone holes were required patient harm. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h6: the reported 10x30mm biorci ha screw, used in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the screw broke during insertion. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not using the appropriate starter or tap prior to insertion. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.